Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Signals in the run data file (rdf) indicated that the trima device operated as intended by flagging the procedure to verify wbcs. The run data file (rdf) was analyzed for this event. Review of the run data file showed that the trima accel device detected wbcs escaping from the lrs chamber. The trima accel device has software algorithms in place that use the rbc output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminated the platelet product. The system message to verify the wbcs in the platelet product was displayed because during the procedure these algorithms on the trima accel device operated as intended and detected wbcs were escaping from the lrs chamber. A donor related phenomenon cannot be ruled out, as experience has shown that lrs chamber saturations may be donor related. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6) the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6) the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.